Event description:
The reporter indicated that while attempting to load a 12.6mm vicmo12.6; -16.00 diopter implantable collamer lens; it had tore. This occurred on (B)(6) 2021. It was noted a planned replacement is to be taking place. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).